Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick reported. No adverse event reported. Customer did not provide the lot number of the device. The manufacturer requested return of suspect product for evaluation, however, the suspect device has been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6), device will not be returned.